Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports after wearing a pod for longer than 48 hours they had removed it due to going to a medical procedure appointment. The patient reports their blood glucose level had dropped to below 50 mg/dl. The patient drank juice to treat their low blood glucose level. Once at the hospital the patients reported blood glucose level had rose to 375 mg/dl. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 2 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.